Event description:
A user facility medwatch was received from the explanting facility stating that the replacement generator that showed high lead impedance was not functioning (MFR. Report # 1644487-2015-06376). Additional information was received that the explanted generator and lead were discarded by the explanting facility and are thus unavailable for return and analysis. No additional relevant information has been received to date.

Event description:
It was reported that during the patient's (B)(6) 2015 pocket revision surgery, high impedance was detected pre-operatively. The surgeon attempted to re-insert the lead pin after cleaning and inserting twice. The impedance value in the new pocket was still high, 5570 ohms. At this time, the surgeon visually inspected the lead and observed a fracture with blood within the lead. Thus, the surgeon revised the lead. After a new generator was implanted as well, normal impedance readings of 1020 ohms and 1037 ohms were obtained. Additional information was received that system diagnostics were reportedly performed as opposed to just interrogations. No additional relevant information has been received to date. The explanted products have not been received by the manufacturer for analysis to date.